Event description:
Additional information gathered, identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Stimulation was achieved post operatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the device as recommended. As a result, the ipg became inoperable. Surgical intervention may occur later to address the issue.